Event description:
It was reported that stent damage occurred. The patient presented with coronary artery disease and intracoronary stenting was proposed. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 4.00x24mm promus element plus drug-eluting stent was advanced for treatment. However, the device encountered difficulties in crossing the lesion. During withdrawal, it was noticed that the proximal end of the stent was compressed and deformed. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(6).